Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer comlaint. Functional testing was performed and the test failed. The receiver case was opened for further evaluation. An interior inspection found the vibrator motor mechanically bond up against the receiver encloser. The reported event of no vibration was confirmed. The root cause was determined to be a mechanically bound vibrate motor.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report no vibration on (B)(6) 2015. No medical intervention or injuries were reported.